Event description:
False negative result (s). The instructions were thorough and easy to understand however unfortunately it gave me and a friend both false negative results. I took this at home rapid test 1 hour after taking a pcr test. While the at home kit gave me a negative result, I received my pcr test results with in 24 hours and it was positive. My friend who also got a negative result is definitely experiencing many symptoms and is taking a pcr test because we both believe the rapid results can not be correct.